Event description:
It was reported to philips that the system was unable to switch on, preventing it from booting. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed that the system was unable to switch on. During troubleshooting, the fse identified that the pdu fantray and the dc power supply were faulty. The review of the system log file confirmed the boot up issue and indicated the 'pdu fan tray and dcps' (psu-1) was malfunctioning. The faulty power supply replaced and returned for part analysis, which determined that the defective ac/dc power supply was the root cause of the malfunction. Following replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.